Event description:
During a laparoscopic hernia repair on an unknown date the ems stapler would not fire staples after firing three. A second device was opened to complete the case. There was no consequence to the pt.